Event description:
I have a tandem t-slim pump. I use the control iq feature along with the dexcom g7 10 day sensor. I had a high glucose sensor reading at 7:23 am and gave the recommended correction bolus. I received another high glucose reading 5 minutes later, at 7:28, out of habit, I hit bolus, and the app on my smartphone did not show any insulin on board, even though it showed that I had last given the correction bolus at 7:23. I checked the pump, and it indicated the same thing, that a correction bolus was given at 7:23, but was not indicating any insulin on board at 7:28, or still when I checked again at 7:39, so it was recommending giving another entire correction bolus. Had I not realized that it was not accurately reflecting the insulin I had on board, it would have given entirely too much insulin for my blood sugar and would have made my blood sugar go into dangerously low levels. This is a serious safety concern, especially for people not familiar enough with the pump or insulin usage.